Event description:
It was reported that the pump battery could not be charged. It was reported that the customer experienced an elevated blood glucose (bg) level with a high ketone level. The continuous glucose monitor read "high"; however, a specific bg value not provided. The pump supplies were changed, and insulin delivery was resumed to address bg level. Reportedly, the customer was using a 3rd party wall adapter to charge the pump. The pump was successfully able to charge with an alternate usb cable and adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.